Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. A boston scientific technical services representative discussed the frequency and patterns of tones from the device. The patient was referred to their physician. It was later reported that the device was explanted and replaced with another boston scientific ICD. The device was in service for 36 months; there was concern that the battery depleted prematurely.